Event description:
Per the clinic, the patient experienced poor performance and subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 20, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.